Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged and 8u of the total 26u could not be injected. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese: "during the injection of insulin to the patient on (B)(6) 2023 (a total of 26u needed to be injected), the remaining 8u could not be injected. Unscrewing the needle, and it was found that the inner needle was broken. Immediately replacing the pen needle. Explaining the situation carefully to the patient and gaining patient's understanding. Completing the injection of the remaining medical solution."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples. No failure was found. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle was clogged and 8u of the total 26u could not be injected. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese: "during the injection of insulin to the patient on (B)(6) 2023 (a total of 26u needed to be injected), the remaining 8u could not be injected. Unscrewing the needle, and it was found that the inner needle was broken. Immediately replacing the pen needle. Explaining the situation carefully to the patient and gaining patient's understanding. Completing the injection of the remaining medical solution."